Event description:
On (B)(6) 2011, this pt was undergoing endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring the c3 deployment sys. The trunk-ipsilateral leg component was advanced into position. While deploying the device, it appeared that the deployment line broke before complete deployment. Angiography showed that the ipsilateral leg was not deployed. The backup mechanism was not utilized, but rather, the physician decided to convert to an open repair. The excluder device was removed and a dacron bifurcated prosthesis was used to repair the abdominal aortic aneurysm. The pt tolerated the procedure and was reported to be in good condition.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.